Event description:
(B)(4)

Manufacturer narrative:
(B)(4). The product is not available for investigation, so evaluation is not possible. Based on the event information and clinical evaluation by a therapy application manager at maquet it was determined that the incident was not attributed to a maquet device related malfunction. Based on the information available at this time the device operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. (B)(4). This complaint was also reported to the FDA by the facility under report # (B)(4).